Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2015 with the following findings: evaluation revealed that the last basal delivery and the last bolus delivery were on 2015-07-13. No alarms related to the complaint observed in alarm history. Pump was exercised for 24hrs; no eaw¿s were recorded during this time. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. No additional information was available at that time. Follow up was successful with the patient on (B)(6) 2015 ((B)(6)). The reporter indicated having an elevated blood glucose over 250 mg/dl with small ketones. The reported blood glucose does not meet animas criteria of an adverse event. Troubleshooting with customer support indicated that the basal history matched the programmed rates, the bolus history reflected the boluses as programmed, and the basal and boluses were correctly reflected in the pump¿s total daily dose history. An air bolus was performed successfully and was successfully recorded in the pump¿s history. Assessment of the event by the animas customer technical support representative indicated that the event was related to diabetes management issues and the patient was referred to their health care provider for further assistance.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.